Event description:
It was reported, that this right ventricular (rv) lead triggered a red alert. For a high out of range shock impedance measurement. Once the device data was reviewed, the shock impedance was noted, to be back within normal limits. Rhythm care provided further troubleshooting and programming options. This lead remains in service. No adverse patient effects were reported.